Event description:
Just after lunch patient felt faint. Before lunch their blood sugar was 138 mg/dl. Patient's spouse called the emt's and when they arrived they tested their blood sugar on their meter (20 minutes later) and obtained a reading of 400 mg/dl but spouse didn't remember the name of their device. Patient had been hospitalized in emergency. In the hospital the nurses made a test with their meter glucotrend and found 349 mg/dl. The lab test gave 376 mg/dl. They gave patient an IV (unknown) and they had been carried to the endocrinology service. They stayed 3 weeks in the hospital and since september, they are in a rest home.